Manufacturer narrative:
(B)(4). The site indicated that the incident sample was discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a sigmoidectomy, the jaws of the device could no longer be opened while on tissue. The device was cut off in order to remove it. The surgeon opened another device and completed the procedure with no further difficulties. There was no patient injury.